Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap is properly seated within the distal clevis as the hook moves in yaw. The instrument was found to have damage of the conductor wire¿s insulation. The ear of instrument's distal clevis was cut of to inspect for any potential arcing. The instrument was found to have thermal damage on the monopolar yaw pulley. This failure is caused by the damage found on the conductor wires insulation. The instrument was found to have an ear of the proximal clevis broken. The broken piece measured approximately 0.077¿ x 0.011¿ in size. This failure is most commonly caused by overloading at the instrument tip. A review of the instrument log for the permanent cautery hook (pn: 420183-14, batch/lot-sequence: n10180829-533) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2019 on system usg202 with 3 lives remaining on the instrument as of 4/14/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument had conductor wire damage and exhibited signs of thermal damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred while the instrument had 3 lives remaining, indicating that it had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the permanent cautery hook instrument was found to have broken wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site was unable to provide any additional details on the reported event.